Manufacturer narrative:
Product evaluation: only the lens carton with the packaging inserts was returned. The peel pouch, the lens case, and the lens were not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not indicated. It is unknown if qualified products were used. The lens model is only qualified for use in the cartridges. No other complaints in lot the root cause could not be determined for the reported complaint. The iol was not returned for an evaluation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported an intraocular lens (iol) was scratched. There was no reported patient impact and the procedure was completed with a backup lens. Additional information was requested.